Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leakage at adapter tubing junction. When a patient is undergoing infusion treatment, according to the patient's condition, after using a closed intravenous needle for puncture, the nurse found that there was a leakage at the joint of the heparin cap of the needle when inspecting the ward, and immediately replaced the needle and pacified the patient to explain to the family members.

Manufacturer narrative:
1. DHR/bhr review lot#4199330. 1-the products of this batch were assembled at intima ii auto line 4 in august 2024, and packaged at r240 package line in august 2024. Work order quantity was 198,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Among them, the prn torques meet the outgoing inspection requirement. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for leakage test and prn removal torque test, the leakage test is qualified, there is no leakage at the prn, and the prn removal torque is within the product specifications. 4. In the assembly process of prn, there are torque and assembly stroke monitoring to ensure that the luer of prn can be assembled into the pp connector to a certain depth and the thread has a good fastening effect. If the prn is not in place, the equipment will alarm and remove the product. However, although prn is fastened to the product during assembly, it may come loose if it is vibrated during transportation. Recommendation: tighten the prn before use to prevent leakage. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defect status of the complained sample cannot be identified, and the usage of the sample is unknown, the root cause of leakage at the joint of the prn cannot be determined.

Event description:
No additional information provided.